Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-jul-2017, fse arrived at the site to address the reported event. Fse cleaned and cleared the waste delivery system. He was subsequently able to run samples without any further issues. No further action was required by field service. The most probable cause of the reported event was due to a dirty waste chute.

Event description:
On (B)(6) 2017, the customer reported multiple issues with the cups jamming in the waste chute for their aia-2000st analyzer. The customer attempted to restart the run; however, she subsequently received the "hybrid arm cup transfer failure error". She removed the rack and performed an "all set home" with no resolution to the problem. The customer also stated that she was able to run single tests, but had difficulty with analytes requiring two steps. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of pth and bhcg patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.